Event description:
Customer reported not being able to test his blood glucose due to calibration issue on their precision xtra meter. Customer reported, experiencing symptoms of "shaking, staring into space, sweating" seizure and loss of consciousness. Paramedics were called and transported customer to bocaraton medical center where he was diagnosed with severe hypoglycemia. There is no report of third party medical intervention.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.